Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicate that the insulin pump alarmed unspecified error alarm. Customer stated that the insulin pump did not rewind. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
Retainer ring=black. The insulin pump was returned for rewind anomaly an unspecified insulin pump error alarm found on (B)(6) 2022. Insulin pump¿s history and trace files downloaded successfully using thus software. Constant insulin pump error alarms noted during rewind. Insulin pump passed self test but unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to insulin pump error alarms. Insulin pump failed the rewind test due to insulin pump error during rewind. Insulin pump error confirmed in the insulin pump history/trace files on (B)(6) 2022 at 18:05:33.000. Insulin pump was cut open to perform visual inspection and found dried insulin on the motor slide. Insulin pump tested outside the insulin pump on the ngp stb3 and received insulin pump error at rewind. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing. Constant insulin pump error alarms confirmed during rewind and in the insulin pump history/trace files due to dried insulin on the motor slide. Insulin pump failed rewind due to insulin pump error. Alleged rewind anomaly confirmed. Moisture damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.